Event description:
A v-go patient reported the v-go devices fell off her skin, and this happened to more then 10 devices from the same v-go box. The patient could not provide the lot number for the complaint devices. The patient advised she had 10 devices available for return to the manufacturer for evaluation. As of this report, the devices have not been received.